Event description:
On an unknown date, a mitral valve replacement (mvr) was performed and a mechanical heart valve (size and model unknown) was implanted. On (B)(6) 2012, re-do mvr was performed. Per report the redo was required for the treatment of a large hematoma formed in the left atrium. The initial mechanical heart valve was explanted and a 27mm epic valve was implanted with a sjm b1000 sizer. A holder was used to parachute the valve. In (B)(6) 2018, the patient presented with dyspnea due to cardiac failure and was again diagnosed with mitral regurgitation (mr). On (B)(6) 2018, a third mvr was performed and the epic valve was explanted. Upon explant, a leaflet tear was observed on this valve. There was no apparent calcification nor pannus noted. A 27mm carpentier-edwards perimount valve was implanted. Concomitantly, a tricuspid valve annuloplasty (tap) was performed and a tailor annuloplasty band (model and serial unknown) was implanted on the tricuspid valve. The patient has been in stable condition postoperatively and is recovering and making good progress. The surgeon believes that the leaflet tear may be due to individual differences of each tissue valve as the physician believes the tissue thickness may vary from manufacturer to manufacturer making this valve more likely to tear. On the other hand, the physician believes as the patient was reported to be extremely active, excessive force might have been applied to this valve, which may have accelerated the leaflet tear. The patient specific information of weight was not provided. The patient was discharged on an unknown date. Additional information such as echo, and implant/explant op reports were requested, but not provided by the hospital.

Manufacturer narrative:
An event of a cuspal tear was confirmed. A cuspal tear were confirmed on cusp 1. Thinning and a loss of collagen fibers, was also observed on the base of cusp 3. No acute inflammation or significant calcifications were present in the valve. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.